Event description:
Customer's father reported multiple no delivery alarms which were not resolved by changing the infusion set. The blood glucose reading was 150 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did exit. He was advised to change the infusion set and stated that there was no bent cannula but the site bled upon removal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.